Event description:
It was reported the pt felt stimulation coverage in his pain areas, but he had inadequate pain relief from the system. Allegedly, the pt will be referred to a neurosurgeon for possible surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.